Manufacturer narrative:
Device eval: the suspect device has not been returned for eval. A follow-up report will be submitted when the eval has been completed. Conclusions: other, a follow-up report will be submitted when the eval has been completed.

Event description:
During a left ventriculogram, the rotator on the stopcock broke. No harm or injury was reported.